Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the attachment came loose when the needle was screwed into place. The exact same thing happened with all three vaccines. It was possible to reattach the attachment to the vaccine, but it came loose every time the needle was screwed in, so it could also be due to the needles. It felt like there was "air pressure" in the syringe that pushed up both the attachment and the needle. Injecting the vaccine into the left arm, I notice that the dose ends up to the side, drops on the arm. Ran where the needle is screwed in. Unclear how much of the dose went in. Response received on:12/15/2025 1:59 pm could you please confirm the patient impact? Created discomfort for the student who was to be vaccinated where the needle was blunt (the student was also afraid of injections) and had to stop to prepare a new dose. New situation (12/12) - where part of the dose ran next to the pupil means a new vaccination.

Manufacturer narrative:
Correction: cancel MDR- event was captured in MFR report # 3002682307-2025-00157.

Event description:
No additional information.